Event description:
It was reported that the inflatable penile prosthesis (ipp) pump recently started sucking in air after five to six pumps of the device. Upon explant of the ipp system, it was noted that there was a connection issue with the tubing which caused there to be air in the momentary squeeze (ms) pump. The ipp system was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The pump was visually inspected, leak tested, examined using a microscope and functionally tested. The pump kind resistant tubing (krt) was worn down to filament; no leaks were found. The pump was functionally tested and did not pass the activation test. Product analysis concluded this activation issue could affect the functionality of the device as the reported pump has an air in system/component. Product analysis confirmed pump non-conformance but was unable to confirm that there was tube disconnection and fluid leak. Based on analysis results, the investigation conclusion code of caused traced to component failure was chosen.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump recently started sucking in air after five to six pumps of the device. Upon explant of the ipp system, it was noted that there was a connection issue with the tubing which caused there to be air in the momentary squeeze (ms) pump. The ipp system was replaced. There were no patient complications reported.